Event description:
Upon further review, medical records were reviewed and confirmed that approximately 4 months post implantation of a 23mm s3u aortic valve within a surgical valve in the aortic position, the tavr now has moderate aortic insufficiency and severe aortic bioprosthetic stenosis. The cause of these malfunctions/deficiencies are unclear, but the patients previous savr developed both mild ai and severe prosthetic as before the tavr was implanted. The cause of these dysfunctions are not indicated in these records, but the patient does have history of both kidney stones and hyperlipidemia both of which could be a contributing factor. Also, the size of the savr is unknown, so we do not know whether the 23mm s3u is constrained within the savr and may be a cause of both the ai and stenosis. This complaint will be reported as the intension is for redo open heart surgery to explant the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to new additional and corrected information received in medical records findings. Sections a4, b1, b4, b5, b7, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Fields b3, b4, b5, g3, g6, h2, h6 type of investigation, and h10 have been updated.

Event description:
As per follow-up information received, the patient had the valve explanted and replaced with an unknown valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaints for "post-implantation - stenosis" and "post-implantation - central regurgitation" were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "psc received a call this afternoon from a patient who had a 23mm sapien 3 ultra valve implanted inside a previous surgical valve approximately 6 months ago. Patient has been experiencing shortness of breath since the valve was implanted. Last week, the patient had a cardiac ultrasound that revealed that the valve has failed." "Post-implantation - stenosis" per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia) have contributed to the complaint event. "Post-implantation - central regurgitation" per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (stenosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Event description:
As reported from patient support center, psc received a call this afternoon from a patient who had a 23mm sapien 3 ultra valve implanted inside a previous surgical valve approximately 6 months ago. Patient has been experiencing shortness of breath since the valve was implanted. Last week, the patient had a cardiac ultrasound that revealed that the valve has failed. Patient stated, "I was told the valve is defective and one part of it is not working at all." The cardiologist told the patient that they will need to undergo surgery to remove this valve and replace it with another. Patient is yet to see a cardiac surgeon. An edwards physician spoke to the patients cardiologist and confirmed that the patient has hundred millimeter gradient which is assumed to be peak gradient but not mean but still that would put them solidly in a group that needs to have the valve replaced. The physician did not comment on pvl or any regurgitation and was not sure in regards to thickening of the valve leaflets.